Event description:
It was reported that a spectrum pump had failed downstream occlusion/ pound per square inch (psi) during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the following additional information was provided by the customer. The pump alarmed too high at above 19 pounds per square inch. H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The force sensor and tubing guide will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2023-01799. All information can be found under manufacturer report number 1314492-2023-01799. Should additional relevant information become available, a supplemental report will be submitted.